Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. Emergency services were called and the patient was transported to the hospital via ambulance. The patient was treated with insulin utilizing intravenous therapy and the correction factor and ic ratio were changed. The patient was discharged after six hours.